Event description:
An attempt was made to deploy a 3.5mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent into a patient. The target lesion, located in the prox lad, was described as very calcified and still very stenosed after predilation. No abnormalities were noted during preparation of the device prior to use. It was reported that the physician had to attempt several balloons before getting one to cross. Predilatation was performed then a non compliant balloon was used to dilate more. Despite pre-dilation of the lesion, it was reported that severe resistance was experienced and force was applied to the device during its advancement; however the device could not cross the lesion and on removal from the patient the stent was noted to be damaged. No harm was caused to the patient and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: severe calcification, severe stenosis; force applied to the device during its advancement; failure to deliver the stent and stent deformation. Conclusion: severe calcification, severe stenosis;forced applied to the device during its advancement.